Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Blood glucose was unknown. Customer stated that they had low battery and then put in new battery and now getting unexpected restart. Customer stated that unexpected restart alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin ump passed displacement test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was received with an alarm during self test due to faulty radio frequency board. The insulin pump was monitored and tested with no low battery alert and unexpected restart alarm noted. The insulin pump was received with corroded battery tube noted.